Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that while walking the patient experienced an event of infusion set tubing detachment on (B)(6) 2025. The site of detachment was insertion site. The insertion site was abdomen. The infusion set was in use for one day. The patient also reported bleeding issue occurred due to infusion set. No further information available.